Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as an unidentified (tear) opening. Additional observations: crease flat and wear abrasion observed, inside the device. White particles observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Healthcare provider, additionally reported, right side " hole in the valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.